Event description:
It was reported that stored electrograms revealed noise on the right atrial lead. Noise could not be reproduced in clinic with isometrics. The patient was asymptomatic. The device was reprogrammed and the lead remained implanted. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).